Manufacturer narrative:
The product was not returned for evaluation. A new dehp free material was implemented by 3m to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. A solvent improvement process change was implemented by 3m in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. Complaints continue to be monitored by 3m to confirm the effectiveness of the change made. The reported lot in this event does not include the solvent process change but did include the new material. End of report.

Event description:
It was alleged that a 3m ranger(tm) high flow blood/fluid disposable set leaked at the y connector. No patient injury was reported and no patient involved when leak was discovered. The type of fluid being used (blood/saline) was not specified.